Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v340503, implanted: (B)(6) 2009, product type: lead. (B)(4)

Event description:
The consumer reported that the patient had an ongoing loss of therapy since implant on (B)(6) 2009. Since implant, a program or setting might last 1 to 4 weeks, then the patient stopped feeling stimulation and their symptoms returned. The patient had the poor communication screen on the patient programmer on (B)(6) 2015. The patient used an antenna and confirming the antenna was secure and syncing did not resolve the issue. The programmer wouldn't work with either antenna. Right before they discovered that the patient programmer wouldn't sync, the patient had a burning feeling at the implantable neurostimulator (ins) pocket site and it was sudden. The patient was either sitting or lying down when this happened. The patient wanted to know if this was related to potential end of service (eos) of the device. This was a onetime incident and the patient had not felt this again since then. The patient had a gradual loss of therapy on (B)(6) 2015. The patient received a new programmer on (B)(6) 2015, put new batteries in, and tried to communicate , but was still getting the poor communication message with and without the antenna. The last time the patient was able to communicate with the implant was in (B)(6) 2015. The patient did not recall seeing a low battery message on the patient programmer the last time they used it. The patient had no falls, accidents, or trauma. The patient would send the replacement programmer back. The patient notified their managing health care provider (hcp) and their new implant date was (B)(6) 2015. The patient mentioned that the device expired. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
(B)(4).